Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-05554, reference MFR. Report#: 1627487-2018-05555. It was reported the patient was not receiving stimulation from one of the drg leads. The patient's programmer also reflected an error message indicating impedances were low on the leads. Fluoroscopy revealed one lead had migrated. Diagnostics revealed 2 of the leads had low impedance values. Reprogramming was only able to partially provide stimulation coverage for the patient. Additional information revealed the patient underwent surgical intervention where the drg system was explanted and replaced with an scs system following a successful trial that same day. Reportedly, effective therapy resumed post-operative. Please note: it is unknown which leads were liable. Therefore, all suspected devices are being reported.